Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: one curved opening, flat creases and white particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.